Event description:
The clinician reported the iab was placed and x-rayed to confirm the placement. The iab was hooked up to the acat2w. After a time unspecified, the helium loss alarm occurred. The clinician reduced the helium volume, however, the alarm continued. The iab was replaced. There was no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.